Event description:
Pt had port-a-cath inserted in 2001 for chemotherapy. Two weeks later the nurse was unable to get a blood return. The surgeon was notified and x-ray obtained that revealed extravasation of contrast proximal to the tip of the silastic tubing. Therefore, it was removed and a new port placed.